Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367986, batch no. 9129909 verbiage received -also, I received another e-mail from our satellite locations stating that we are still receiving tubes with new lot numbers that the label is peeling off. Sst lot #9129909

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367986, batch no. 9129909. Verbiage received. Also, I received another e-mail from our satellite locations stating that we are still receiving tubes with new lot numbers that the label is peeling off. Sst lot #9129909.